Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. The information received indicated the device had a malfunction and mispositioning, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, there was a malfunction / malposition noted with the device. The device was explanted and replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, there was a malfunction / malposition noted with the device. The device was explanted and replaced.